Manufacturer narrative:
This report is being submitted to provide updated event description and coding. This report is being submitted to provide updated on event description on b5. This investigation will be updated should pertinent information become available in the future

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 125 ohms. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This ICD remains in service. Additional information was received, this ICD system impedance elevated to 172 ohms to and further in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received; this ICD was explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 125 ohms. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This report is being submitted to provide updated on event description on b5. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 125 ohms. Technical services (ts) was consulted and advised on further in office review. No adverse patient effects were reported. This ICD remains in service. Additional information was received, this ICD system impedance elevated to 172 ohms to and further in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service.